Manufacturer narrative:
Onset of infection is captured under manufacturer's report # 2916596-2021-00900. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with an ongoing pseudomonas driveline infection. Repeated driveline cultures continued to be positive for pseudomonas bacteria and blood cultures were negative. No imaging was obtained. Intravenous cefepime was to be given for six weeks before transition to 500 mg ciprofloxacin by mouth twice a day. No surgical intervention was performed and the patient was instructed to change dressing daily.